Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse reviewed the memory logs and did not find any errors to support the reported problem. The cse performed electrical safety test, ran all calibrations and extended self testing. All tests pass per manufacturer&#39;s specifications at the time of service.(B)(4).

Event description:
Covidien received information stating that an 840 ventilator was not cycling. The ventilator was not in use on a patient at the time the malfunction occurred.